Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on may 08, 2020. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. This complaint will be closed with no further action at this time; if a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the client was using a diet through nasoenteral probe, after installation extravasation in the extension of the enteral feeding set was observed near the connection of the diet bottle. The enteral feeding set was disregarded and a new one was requested. The new one presents extravasation near the hydration bag. Therefore, the feeding set change was performed. There was no patient harm reported.